Manufacturer narrative:
(B)(4). The sample was received and evaluated. A visual inspection was performed with both the naked eye and under microscope with no issues noted. Functional tests were performed, including clear passage, clamp function, and leak testing with no issues noted. The reported problem could not be verified, and the cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set with twist clamp experienced a leak. The patient has received unknown antibiotics as a precautionary measure. The exact location of the leak was unknown. The reporter stated that they customer used an alcohol based solution to clean the disposable. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.